Event description:
Pt was referred for pacemaker revision due to MFR's recall of atrial pacing lead. Lead was removed, replaced and tested without complication. Visual inspection of the explanted atrial lead revealed a fracture of the retention wire.